Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Test strips were returned - reported defect not reproduced on returned strips most likely underlying root cause: mlc-020-user's test strip had poor storage note: manufacturer contacted customer in a follow-up call on 09-nov-2021 to ensure the customer¿s initial concern was resolved - able to establish contact with customer. Customer stated test strips resolved initial concern and no further assistance is required.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 346 and 215mg/dl. The customer¿s expected am fasting blood glucose test result range is 140-200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the pantry (away from kitchen). The test strip lot manufacturer¿s expiration date is 05/17/2022; customer was on a trip a week ago and they were not sure if they took the strips with them and were stored properly during that time. During the call, a back to back blood test was performed by the customer non-fasting using vial of test strips with same lot number and produced test results of 197, 212 and 230mg/dl using true metrix meter. Customer was satisfied with the results obtained using the new vial of test strips. The meter memory was reviewed for previous test result history: (B)(6).